Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colostomy takedown, on the small bowel, the 2 reloads were able to fire completely, there was poor staple formation, the staple line was incomplete centrally. The original plan was to staple and complete the anastomosis with the linear tan loads. After multiple failed attempts, more bowel was transacted than expected and a circular stapler was used without issue and an end to end anastomosis was performed to complete the surgery. There was unanticipated tissue loss and tissue damage. The surgical time was extended by 3 hours due to the product problem.